Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was determined that loss of connection was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d4: model no - additional information d4: catalog no - correction d4: serial no - additional information d4: lot no - additional information d4: expiration date - additional information primary UDI number - additional information h2 type of follow up: additional information/ correction. H4: device mfg date - additional information. H5: labeled for single use - correction. H6: additional information.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.